Event description:
It was reported that the pump exhibited a plunger travel error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a chipped the top case, damaged bottom case, and a cracked right plunger case. The tamper seal was broken. Review of the event history log (ehl) showed check clutch plunger lever error. Multiple occlusion tests were performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the clutch half's left and right with leadscrew were replaced and preventative measure was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D9: device received 3jan2024.